Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. After visual and functional testing, the customer reported complaint could not be confirmed. No evidence of the reported error was found during a review of the event history log. Service history identified that no previous repair has been noted.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 43986. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.